Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field] indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was attempted at implant. After the third layer of closing, oversensing was noted on the rate/sense channel. Noise was recreated with pocket manipulation. The pocket was reopened and the lead was tested via a pacing system analyzer (psa) with no anomalies noted. The lead was reconnected to the device and oversensing was again observed. There was a concern the oversensing was due to a header anomaly. This device was not implanted and a new device was successfully implanted. No adverse patient effects were reported.